Manufacturer narrative:
Date of event: exact date unknown, event occurred 6 years ago. Explant date: 2015. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: 15071730.

Event description:
It was reported that the patient underwent an explant procedure due to spinal cord stimulator (scs) system not working well. No further information has been obtained despite good faith efforts.